Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patients knee never felt right after surgery with diffuse pain on going since 2011. Bone scan tibia appeared loose.

Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-00252.

Event description:
Patients knee never felt right after surgery with diffuse pain on going since 2011. Bone scan tibia appeared loose. Update: this event has been identified as a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-00252.